Event description:
It was reported "reported touchscreen failure & operating intermittently on battery ". Additional information states that the iab pump console was swapped to continue thearpy. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint for "reported touchscreen failure" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the screen was cleaned and calibration resolved the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were noted met during the complaint investigation due the residue on the screen. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "reported touchscreen failure & operating intermittently on battery ". Additional information states that the iab pump console was swapped to continue thearpy. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).